Manufacturer narrative:
The information provided that the harm code with the initial report was incorrect. The correct information has been included with this report.

Event description:
Harm code has been updated from (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/vibrate anomaly and error 63 in history file.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was making a clicking sound during bolus deliveries. The patient's blood glucose had also been running into the 400 mg/dl and 500 mg/dl levels. The customer attempted to treat via insulin pump bolus. The patient had also gone through 4 infusion sets during the past week. It is unknown if the auto mode feature was active and automatically delivering insulin during the event. During troubleshooting, the clicking sound was not resolved. The insulin pump will be returned for analysis.